Event description:
Caller reports electrical contacts of this inform base are burned. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).